Manufacturer narrative:
Patient information was unavailable. A site representative reported that the patient table was lowered onto the imaging system during a case. An audible grinding noise was heard when the site tried to open the gantry. The gantry would not open, so the site used the manual gantry open procedure. This occurred at end of procedure. After rehoming the unit, it was reported that the system functioned normal. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The medtronic representative discussed the issue with site staff. It was indicated that the operating room (or) table was lowered and possibly created restriction of door assembly when trying to open. The medtronic representative completed the inspection with no observable damage. Physical movement of the door assembly was free and clear with no movement issues. A successful system checkout was performed which verified that the issue had been resolved. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the patient table was lowered onto the imaging system during a case. An audible grinding noise was heard when the site tried to open the gantry. The gantry would not open, so the site used the manual gantry open procedure. This occurred at end of procedure. After "rehoming" the unit, it was reported that the system functioned normal. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.